Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 252 mg/dl and customer gave herself an actual shot recently. Customer has been hospitalized twice in the past year for high blood glucose and once because she pulled off the site on accident in middle of night and the other was due to a virus a few months ago on halloween. Customer reported that, the cannula was bent. Customer treated high blood glucose with bolus and then manual injection. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer was at work and declined troubleshooting for past high blood glucose hospitalization since she knows why she was there and it was her fault and due to being sick. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.